Event description:
Customer reported the lock on the arm is broken. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cross arm brake. System operates as intended.